Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was in the hospital and was advised to call in. Customer's spouse stated the customer has been having problems with the insulin pump for four weeks; device alarms no delivery during bolus. Customer had had renal failure due to his diabetes. Customer was hospitalized and had to have surgery. Customer was removed insulin pump therapy. Customer's blood glucose was unknown. Unable to troubleshoot since no delivery was a past event and the device has not alarmed with current set. No further information reported.